Manufacturer narrative:
Testing and investigation found the ac receptacle on the device did not work and the internal power supply was burned. The probable cause of the burned powered supply was due to the ac power cord; however, the device was returned without the ac power cord. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported while plugged into ac power, smoke was coming from the device. It was reported, that during priming, prior to patient use, the nurse noted smoke coming from the "connecter of the device". There were no reports of any harm to the nurse, adverse patient events, or delays in critical therapies while the device was in clinical use. The device was removed from clinical service. Though requested, no additional information was provided.